Manufacturer narrative:
(B)(4). Other device used: catalog #00620005222, trilogy acetabular shell with cluster holes, lot #61642361, implanted on (B)(6) 2011. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to recurrent dislocations. During surgery, it was discovered the acetabular component had insufficient bony ingrowth.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the first revision's operative notes confirm that the liner and the femoral head were removed. Review of the second revision's operative notes confirm that the patient underwent revision of right hip replacement due to recurrent dislocations and painful hip replacement. The acetabulum was removed with little difficulty since it had insufficient bony ingrowth. It was also stated in the notes that there was some significant retroacetabular cyst formation and osteolysis. The shell and the liner were found to be compatible. Stryker femoral head and stem is used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. It was verified that this trilogy shell falls within the scope of the field action z-0773-2013. An evaluation of trilogy acetabular system shells manufactured prior to june 12th, 2012, was performed to determine the potential of some shells to have a porosity measuring as low as (B)(4) versus a specification of (B)(4). An evaluation by zimmer and an independent orthopedic surgeon indicates that a shell with porosity (B)(4) below the specification is unlikely to pose an elevated risk. A definite root cause for the dislocation cannot be determined with the information provided.